Manufacturer narrative:
Results: inherent risk of procedure (death). Event were most likely related to the patient condition but this cannot be confirmed). None (no device received for evaluation). (B)(4).

Event description:
During pci, the patient had one non-medtronic stent deployed to proximal and mid lad and one endeavor rapid exchange (rx) drug-eluting stent (2.50x 24mm) was deployed to the distal circumflex. Patient had severe heart failure requiring rehabilitation and continued hospitalization. Approximately 1 week post pci, the patient underwent revascularization at site of non-medtronic stent. Approximately 2 weeks post pci, drop in blood pressure noted, eural effusion was observed. Cpa occurred, CPR was provided with blood pressure lowered to 50. The following day, patient expired with cause of death heart failure. No autopsy was carried out.